Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding system error 2240 alarms (indicating air) which occurred on the homechoice (hc) during dwell 3 of 5. The baxter technical service representative (tsr) explained the alarm and assisted the nurse to end therapy. The nurse would disconnect home patient (hp) and call back with any questions. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse, and he stated that he did recall the situation and the situation was resolved by starting over with new supplies. The patient was able to continue with therapy. The supplies were discarded and the lot number was unknown. No patient injury or medical intervention was associated with this event.